Event description:
The device was returned for evaluation. The device logs pointed to a dsps failure. Upon investigation this unit is in fact experiencing a som failure. This is being expressed with the vr coupler spinning indefinitely and never finding a home position. This was confirmed not to be an issue with the vr hardware as a new board was tested and experienced the same issues exactly. As such the som is to be replaced and testing performed.

Event description:
The following has been reported: biomed left a message on support line saying he had 2 pumps with issues. Staff called biomed back and left a message asking if patient harm, if stopped active infusion and for pump serial numbers and issues. Biomed called and reported serial # and that pump was reported with "pump error", no patient harm and no report of stopped infusion. Biomed will clean pins, run test infusion and send logs. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.